Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reax0096 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that prior to use, the healthcare professional was unable to flush the catheter. A new device was opened to complete the procedure.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a that the catheter could not be flushed prior to use was confirmed, and the cause was determined to be manufacturing related. One 5fr d/l poly radpicc was returned for investigation. The product appeared to be unused. The d/l tubing had not been trimmed to length. Functional testing confirmed that the gray lumen could not be flushed. After dissecting the catheter, material from the bifurcation molding process was observed within the gray lumen at the same point as the wings. The complaint sample was forwarded to the manufacturing facility for further review. Reynosa evaluation: the complaint of ¿occlusion¿ is confirmed as manufacturing related, due to it was occluded with resin. Visual inspection found resin on the bifurcation area.